Event description:
It was reported that this recently implanted right atrial (ra) lead is suspected to be exhibiting dislodgement and farfield oversensing. The patient was hospitalized, and the blanking period was extended. No adverse patient effects were reported.